Event description:
Per the audiologist, the patient was explanted due to other medical issues unrelated to the implanted device. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery in the contralateral ear. Not other information was available at the time this report was filed.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that a pt underwent a 2-3 levels balloon kyphoplasty procedure. The procedure was reported to be successful. There was no report of cement extravasation. Reportedly, the pt was airlifted to another hosp for possible paralysis. It was noted that the pt status is "to be evaluated". No additional info was reported.

Manufacturer narrative:
(B)(4)